Event description:
It is reported that the customer had high blood glucose levels of 532 mg/dl. The customer reported that she was using the insulin pump when the event occurred. Troubleshooting was done. Checked the alarm history of the insulin pump and found the check settings alert. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.